Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6) all available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed sodium and potassium results on the alinity c, serial number (B)(4). Through an extensive investigation, the fsr found the alinity c-series cuvette, list number 04s47-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased sodium (na) and potassium (k) results for several patients on an alinity c analyzer. The following data was provided (customer¿s reference range for sodium is 125-149 mmol/l; for potassium is 2.6-6.4 mmol/l): sample ID (B)(6) initial na result, on (B)(6) 2021, was 117, repeat result was 141 mmol/l sample ID (B)(6) initial na result, on (B)(6) 2021, was 113, repeat results were 138 and 141 mmol/l. The sample was repeated on the blood gas instrument and the result was 136.9 mmol/l. Sample ID (B)(6) initial k result, on (B)(6) 2021, was 3.3, repeat results were 2.5, 3.3, and 3.3 mmol/l. The sample was repeated on the blood gas instrument and the result was 3.22 mmol/l. There was no impact to patient management reported.